Manufacturer narrative:
Reference MFR. Complaint #ar1998-3-31-254. This complaint was deemed reportable on 4/28/1998. The actual sample was returned along with five unused samples. The used sample was discarded by the plant in keeping with their contaminated samples policy. The u.s. Mfg facility checked the lot history records and found no problems with catheter leakage. All other complaints for this device were reviewed and only the other leakage report (different lot) was found. This too was an unconfirmed report. Based upon the review of the data, there does not appear to be a problem with the reported lots or the device. Please note taht this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily relfect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.

Event description:
Customer reports leakage at the transition area site between the connector and the catheter. Reportedly, the leakage occurred during infusion, not immediately after placement. No pt complications were experienced.